Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition that the hose of the device had a hole was confirmed. An assessment was performed and it was observed that the cord was cut, failed thermistor assessment, and the device ran rough (vibration). It was determined that the cut in cord was due to mishandling of the device by allowing the cord to come in contact with a sharp object which punctured the cord or exerting extreme force on the cord during cleaning or use. The assignable root cause was determined to be due to user error. During repair it was observed that the flex-circuit was worn out and caused the device to fail thermistor assessment. It was further observed that the bearings were worn out causing the device to run rough (vibration). It was determined that the condition of the flex-circuit and the bearings being worn out was due to normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the outer hose of the motor device was torn. During in-house engineering evaluation it was observed that the cord was cut, failed thermistor assessment, and the device ran rough (vibration). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.